Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing rectal transection during an exploratory laparotomy with colostomy take down procedure, the first two staplers and four reloads did not fire. Another stapler and reload was used to complete the case. The procedure was converted from laparoscopic to open unrelated to the device problem. There was no patient injury.